Manufacturer narrative:
This event was determined to be a duplicate to MFR # 2916596-2021-06331. The investigation results will be reported under MFR # 2916596-2021-06331.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a pump exchange due to left ventricular assist device (lvad) thrombosis.